Event description:
It was reported that the customer went into a diabetic coma on (B)(6) 2015. The customer stated that the paramedics revived her. Customer's blood glucose level at the time 11mg/dl. The customer stated that she believed that she was low due to overbolusing on insulin. No additional information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.